Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was positioning difficulty with when attempting to implant the pacing lead. The lead was subsequently not used. No patient complications have been reported as a result of this event.